Manufacturer narrative:
A ge representative evaluated the system and was able to manually restore the movement. System operates as intended.

Event description:
Customer reported the cradle is blocked in one position and the joystick is out of service.